Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a guidewire was unable to be inserted into the left ventricular lead and the lead was unable to be positioned. The lead was not used and a new lead was implanted. The patient was stable.